Event description:
It was reported that the buttons were not responding on the customer's insulin pump. The buttons were reportedly worn. It was advised to discontinue use of the pump and revert to a back-up plan. Customer's blood glucose level was not known. Battery-related alarms had also been received, requiring several battery changes for the insulin pump to function. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.